Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013, the patient was pre-operatively diagnosed with lumbar degenerative disc disease with instability and radiculopathy, l4-l5, l5-s1 and underwent the following procedures, posterior lateral pedicle screw instrumentation, l4-s1. Lumbar arthrodesis using bone morphogenic protein, compression resistant matrix and locally harvested bone graft for fusion at l4-l5. Lumbar arthrodesis at l5-s1 using compression resistant matrix, locally harvested bone graft and bone morphogenic protein. Lumbar decompression at l4-l5, l5-s1. As per op-notes, ¿..a construct of locally harvested bone graft which had been morselized, bmp soaked sponge and compression resistant matrix was placed into the lateral gutters spanning the transverse process of l4, l5 and the sacral area which has been decorticated..¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.